Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the recipient experienced facial nerve stimulation on one channel. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The user came in for a follow up appointment after upgrading to a rondo 3 audio processor. Prior to the upgrade, the user had not used her device for 7 years.the clinic is in the process of scheduling a follow up appointment with a physician and imaging, however up to now no further information has been received.

Event description:
The user came in for a follow-up appointment after upgrading to a rondo 3 audio processor. Prior to the upgrade, the user has not used her device for 7 years.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.